Manufacturer narrative:
(B)(4). The guide wire was returned to the manufacturer for evaluation. The distal segment of the returned guide wire was helically deformed. The guide wire core was found fractured at approximately 10mm distal to the deformed segment. The fractured coil wire elongated for approximately 20mm from the core fracture. Microscopic observation of the core fracture found that the core composing wires, straight core wire and twist wire, were twisted together and wrenched off. The coil wire fracture was located distal to the mid solder that originally located at 20mm from the tip for the purpose of fixing the coil wire onto the core. The fracture end of the coil wire showed characteristics of fracture by torsion that was likely generated when coil structure got straightened. Above measurement supported that approximately 7mm of the core and approximately 20mm of the coil wire with the ball tip were missing. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information and investigation outcome, it was presumed that repeatedly applied torsion had contributed to the core fracture. The applied stress would exceed the product's design limit when the wire tip was being caught by the peripheral vessel. Tensile stress generated with wire removal had likely contributed to the coil wire fracture. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720?) In the same direction; and, [malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that a percutaneous coronary intervention was performed to treat a 90-99% occlusion in the right coronary artery #2. An asahi guide wire was delivered to peripheral 4 av branch. After ivus and stent deployment were performed, the guide wire was removed when the wire tip was found trapped in the vessel. A microcatheter and a balloon catheter were used to release the trapped guide wire but the attempts failed. Another guide wire was advanced parallel to the trapped guide wire to remove it by tangling the wires together but this attempt also failed. When the trapped guide wire was forcefully removed, the tip became separated and remained in the peripheral vessel. The physician determined to leave the separated tip in situ as it was unable to retrieve the wire fragment. There were no adverse patient effects associated with the remaining wire fragment.